Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, episodes of non-sustained right ventricular oversensing were observed and confirmed from the presence of t-wave oversensing. Programming changes were recommended but not completed. The patient will be remotely monitored. No adverse consequences were reported.

Event description:
New information received states the most recent merlin transmission indicated new instances of non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The new recommended programming changes were made. The patient left in fine condition.